Manufacturer narrative:
(B)(4). The ec45 device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy with an oophorectomy procedure, the device jammed on the first firing at the first firing stroke. The color of the reload is known. The device would not open after the device jammed. It is unknown how the device was removed from the tissue. Another device was used to complete the case with no patient consequence.